Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had the alarm to change the system controller and the patient changed the controller. Log files were sent for review. On 15may2026, a power cable disconnect alarm event occurred. This appeared to be associated with a battery being disconnected from the white power lead at 15may2026 0:41:27. A battery of similar charge (4 bars) or the same battery was reconnected at 15may2026 0:41:43. Another power cable disconnect alarm event occurred. This appeared to be associated with a battery being disconnected from the black power lead at 15may2026 0:44:12. A battery of similar charge (4 bars) or the same battery was reconnected at 15may2026 0:44:23. The battery on the white power lead was again disconnected at 15may2026 0:56:47. A driveline disconnect event was then recorded at 15may2026 0:56:57. The data indicated that the system was functioning as intended and was able to maintain motor speed up until the moment of driveline disconnect. A system controller shutdown sequence was successfully performed at 15may2026 0:57:42.